Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return, only 1 catheter was provided. It is not specified if it is the first or second catheter used in the description of events but is assumed to be the catheter utilized during the reported difficulty. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The catheter presented with a buildup of powder within and blood. Powder was present on the outside of the catheter as well. The device was returned with very little powder left within the powder chamber. When tested as returned without the catheter only a small amount of powder was released. A humming noise was observed, which is not abnormal, while attempting to spray. The co2 cartridge audibly discharged upon deactivation and was fully punctured. The foam insert was present inside the handle with the slits in the foam facing downward toward the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The lance was noted to allow slight movement side to side; this can be caused by large amount of co2 being released during deactivation applying significant force to the backside of the lance, breaking it. The inspection of the co2 cartridge and regulator confirm the device was of the current design. Due to the small amount of powder remaining in the returned device a new device, co2 cartridge, and activation knob from our shelf stock was used to assess if powder is able to pass through the returned catheter. When the shelf stock device was attempted to spray with the returned catheter it did not spray powder. The returned catheter was removed, and the shelf stock device was able to spray as intended without the catheter. This indicates that the returned catheter is clogged. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was a clogged catheter. When the device was tested as returned without the catheter, the device sprayed a small amount of powder. The returned catheter was tested with a device from our shelf stock where it was determined that the catheter was clogged. The report indicates that the device was tested prior to use, which can cause the device to clog when inserted into the endoscope. This is the most likely cause. The instructions for use states, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to treat a bleed in the lower gi-tract, the physician used a cook hemospray endoscopic hemostat. It was reported that there was a problem with the use of the first catheter. They were unable to spray powder [clogged catheter/unable to spray - subject of report]. The second catheter was used with no problem. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.